Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was in the range of 50 mg/dl. The customer declined troubleshooting for the low blood glucose. They treated the low blood glucose with food. The customer stated they were in the hospital but it was not related to blood glucose and the insulin pump was running fine. They wanted to change the insulin pump's programming. They were assisted with programming the basal rates. The device will not be returned for analysis.